Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided the following additional information: foreign material was found in the suction channel. The channel cleaning brush could not be inserted well due to blockage of channel tube. The origin of the foreign material was unknown, however it was removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to insufficient reprocessing. However, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the following IFU: "chapter 3 preparation and inspection shows how to detect the event" and "chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to foreign materials being found in the suction channel. The additional evaluation findings are as follows: the channel cleaning brush did not insert well due to the blockage of the channel tube, the screen was partially dark due to a scratch of the charged coupled device (ccd) lens, there was a crease in the charged coupled device lens, the charged coupled device lens was broken, the adhesive part of the bending section cover was broken, the light guide lens was broken and the angulation in the up direction was out of standard due to a worn angle wire. The investigation is ongoing, and a supplemental will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the gastrointestinal videoscope had foreign material in the suction channel. The issue occurred during preparation for use for a diagnostic procedure, there was no delay and the procedure was completed with a similar device. There were no reports of patient harm.